Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown multiple times. When connected to a power source the pump turned back on. The customer's blood glucose (bg) level was impacted due to both events. (300-400 mg/dl the first occurrence; 471 mg/dl the day of the call). The customer delivered a correction bolus via the pump on both occasions. It was indicated that the customer would continue to use the pump until the replacement pump was received. The customer also stated their health care provider would be contacted for additional back up therapy.